Event description:
It was reported that the inside of the graphics case was splitting and the plastic coating was peeling. The customer concerned with rusting and water getting inside the graphics case. No patient involvement or adverse event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed there is one other complaint for this in the (B)(4) history and the risk is minimal. (B)(4). No lot number is available so the age of the case cannot be determined, but based on the condition of the returned part, this case is very old and has been used extensively. There are no indications of any manufacturing or design related issues and the nylon coating being old, brittle and peeling off the brackets is due to the age and exposure to so many sterilization cycles over that service time. No design or manufacturing issues evident, condition due to age and extensive use of device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Correct manufacturer information is synthes (USA) , (B)(4). Original awareness date is 08/20/2012. The DHR review could not be completed because the lot number provided was not valid. The product development evaluation revealed that the leading edge of 3 of the 8 nylon coated brackets that hold the modules is brittle and starting to separate and lift off the metal. The leading edges of the other brackets are scraped from the modules sliding over them and are worn through the nylon on the corners but have not yet lifted off the brackets. The nylon coating on the flat surface of the 3 brackets is bulged upward. There are numerous scratches and scrapes on all the surfaces of the case and lid with the most significant being on the bottom of the case, feet and hinge. There is adhesive residue from a sticker on top of the lid. The instrument tray that goes in the upper part of the case was also returned with the insert that goes into it. The complaint is considered invalid. No design or manufacturing issues are evident and the complaint condition is due to the age and the extensive use of this device. (B)(4).